Event description:
It was reported that during a primary hip surgery on (B)(6) 2012, the surgeon could not get the ringloc liner to fit properly in the cup shell. A delay of greater than 30 minutes was reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Device evaluation in process. Upon completion of evaluation, a follow-up report will be sent to the FDA.

Manufacturer narrative:
A dimensional analysis of the returned implant was unable to be performed as the liner was assembled into a shell. We are unable to remove the liner as it is a "lock" type fit and the liner would need to be destroyed to remove it. It is unknown why the liner was returned fitted into a shall as the complaint stated a new liner was used in surgery, not a new liner and shell. There is no evidence on the shell that it has ever been used in surgery and we are led to believe that the liner has been fitted into a shell elsewhere after surgery and then returned to biomet. The fact that the liner is actually assembled to a shell shows that it is possible for the liner to be assembled to a shell. Manufacturing history has been reviewed showing no deviations or abnormalities. The self inspection sheets show all within specification. The complaint states that a second liner was fitted to the shell during surgery leading us to believe the shell used in surgery was dimensionally correct. Without further information, our only conclusion can be that the liner did not fit to the shell due to mis-alignment during surgery.